Event description:
The customer reported that there was a fluid leak of approximately ¼ cup from the coulter act diff 12 analyzer. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found probe dripping just at end of startup cycle and replaced tubing in lv8 that had pin hole in tubing. (B)(4).